Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump was alarming for no disposable clamp tubing and continues to alarm when stopped. Two times, troubleshooting efforts included powering off the pump, clamping the line, removing the cassette and massaging the tubing to check for air, depressing the green tab, reconnecting and powering up the device, but the pump still alarmed and could not be restarted. The pump was powered off and the patient was instructed to contact the clinic. No patient injury was reported.